Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of infusion set detachment where the infusion set tubing came apart. No further information available.